Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer "an us IV was placed today and when the nurse attempted to retract the guidewire, it would not come out. She took the whole catheter out and found that a piece of the guidewire had broken off. Another edt was at bedside with her and confirmed she followed all appropriate procedures." No other information was provided.